Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further troubleshooting and to possibly reset the trigger to 150 ohms. The patient has not received a shock for four years. There was no further testing performed and it was determined to normal variation frequently seen in single coil tachycardia leads and this device family. The alert was set to 150 ohms since no compromise to therapy delivery will occur below 150 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. Currently, the measurement was 129 ohms and a review of the remote monitoring data shows the measurements have been between 85-129 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only a 16.5 centimeter (cm) terminal end segment of the lead was returned. Testing of the lead segment was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product analysis results.